Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
"Implant date(s): (B)(6) 2005. (B)(6) 2005 operative report - pre-operative diagnosis: fall out l4-l5 disk on right with severe cauda equina <(>&<)> nerve root compression <(>&<)> foraminal stenosis, l3-4 <(>&<)> l5-s1 with further nerve root compression. Post-operative diagnosis: fall out l4-l5 disk on right with severe cauda equina <(>&<)> nerve root compression <(>&<)> foraminal stenosis, l3-4 <(>&<)> l5-s1 with further nerve root compression plus conjoined nerve root at l4-l5 on the right. Procedure performed: extensive bilateral partial hemilaminectomy at l3-l4, l4-l5, <(>&<)> l5-s1 bilaterally with medial facetectomy, foraminotomies <(>&<)> decompression fothe cauda equine as well as l3, l4, l5 <(>&<)> s1 nerve roots followed by extraforaminal excision of l4-l5 followed by extraforaminal excision of l4-5 disk on the right side <(>&<)> intracanalicular on the left side, followed by t-lift interbody fusion from left side with autograft bone plug followed by bilateral transverse process fusion l4-l5 with pedicle screw fixation l4-l5 using autograft bone bmp as well as vitoss all under fluoroscopic control. Procedure indication: severe back as well as right leg radicular pain and some left leg radicular pain for some time. Seen on outpatient basis <(>&<)> wished surgery but pain became so severe he was admitted by primary care physician for pain control. Patient decided on surgery. Procedure description: patient was prone on jackson table, subperisoteal stripping of paraspinous muscle bilaterally exposing laminia of l3, l4, l5 <(>&<)> s1. Extensive partial hemilaminectomy carried out at l4-l5 on left with rongeur, high speed drill <(>&<)> 3mm kerrison. Leading edge of l5 was removed as well as the ligamentum flavum <(>&<)> the l5 nerve root could be traced around the l5 pedicle <(>&<)> out through the l5-s1 foramina. L5 nerve root could also be traced around the l4 pedicle. Extensive partial hemilaminectomies carried out at l3-l4 and l5-s1 and again with extensive laminotomies <(>&<)> foraminotomies with decompression for the l3 <(>&<)> l4 nerve root at the l3-l4 level as well as further decompress the l5 as well as the s1 nerve root at the l5-s1 level. Attention was directed to the right side were the same procedure was carried out. On the right side at the l4-l5 level a very unusual anomaly was noted where a very small l4 nerve root could be traced around the l4 pedicle. Cephalad to the l5 pedicle, however a huge nerve root was noted <(>&<)> with further full lateral exposure by removal of the facet joint extensive removal of the facet joint on the right side, a portion of this huge nerve root extended up to the small fragment in a cephalad fashion while the lower portion of this huge nerve root extended further caudally. This proved a small window extraforaminally where a very large l4-l5 disk could be identified and was excised piecemeal with rongeurs. Rotating <(>&<)> box curets were used to remove all disk material from the left side. Attempts at placing a 9mm t-lift bone plug were not successful due to the small access to the disk space because of the conjoined nerve root <(>&<)> the unusual anatomy. Attention directed back to the left side where disk excision was carried out in a more standard fashion from a transforaminal root after extensive facetectomy had been accomplished. Removal of disk material from the left side was accomplished, when the entire disk was removed the t-lift bone plug was placed in from the left side instead of the planned location on the right side because of the unusual nerve root anatomy. Prior to placement of the 9mm t-lift bone plug a portion of bmp was placed anterior followed by autograft bone <(>&<)> then the autograft 9mm t-lift banana bone plug. 6.25x45mm pedicle screws were placed in l4 <(>&<)> l5 bilaterally. Placement was verified by fluoroscopy. Precut, prebent rods were fitted to the top loading screws after the yolk caps and been placed on each screw head. Rods tightened down on l5 screws <(>&<)> following this a slight compression placed on the l4-l5 disk space <(>&<)> the l4 bolts tightened down securely. Antibiotic pulse irrigation was used to cleanse wound. Complete hemostasis obtained <(>&<)> a lateral fusion mass at l4-l5 was placed consisting of bmp, a large amount of autograft morselized bone cleaned of all soft tissue as well as a layer of vitoss. Duragen was placed over the exposed dura <(>&<)> surgifoam was placed in the gutters bilaterally to prevent epidural bleeding. Closure was accomplished, patient moved to recovery with good strength in both lower extremities. Complications: none"

Event description:
"Implant date(s): (B)(6) 2005. (B)(6) 2005 operative report - pre-operative diagnosis: fall out l4-l5 disk on right with severe cauda equina & nerve root compression & foraminal stenosis, l3-4 & l5-s1 with further nerve root compression. Post-operative diagnosis: fall out l4-l5 disk on right with severe cauda equina & nerve root compression & foraminal stenosis, l3-4 & l5-s1 with further nerve root compression plus conjoined nerve root at l4-l5 on the right. Procedure performed: extensive bilateral partial hemilaminectomy at l3-l4, l4-l5, & l5-s1 bilaterally with medial facetectomy, foraminotomies & decompression for the cauda equine as well as l3, l4, l5 & s1 nerve roots followed by extraforaminal excision of l4-l5 followed by extraforaminal excision of l4-5 disk on the right side & intracanalicular on the left side, followed by t-lift interbody fusion from left side with autograft bone plug followed by bilateral transverse process fusion l4-l5 with pedicle screw fixation l4-l5 using autograft bone bmp as well as vitoss all under fluoroscopic control. Procedure indication: severe back as well as right leg radicular pain and some left leg radicular pain for some time. Seen on outpatient basis & wished surgery but pain became so severe he was admitted by primary care physician for pain control. Patient decided on surgery. Procedure description: patient was prone on jackson table, subperisoteal stripping of paraspinous muscle bilaterally exposing laminia of l3, l4, l5 & s1. Extensive partial hemilaminectomy carried out at l4-l5 on left with rongeur, high speed drill & 3mm kerrison. Leading edge of l5 was removed as well as the ligamentum flavum & the l5 nerve root could be traced around the l5 pedicle & out through the l5-s1 foramina. L5 nerve root could also be traced around the l4 pedicle. Extensive partial hemilaminectomies carried out at l3-l4 and l5-s1 and again with extensive laminotomies & foraminotomies with decompression for the l3 & l4 nerve root at the l3-l4 level as well as further decompress the l5 as well as the s1 nerve root at the l5-s1 level. Attention was directed to the right side were the same procedure was carried out. On the right side at the l4-l5 level a very unusual anomaly was noted where a very small l4 nerve root could be traced around the l4 pedicle. Cephalad to the l5 pedicle, however a huge nerve root was noted & with further full lateral exposure by removal of the facet joint extensive removal of the facet joint on the right side, a portion of this huge nerve root extended up to the small fragment in a cephalad fashion while the lower portion of this huge nerve root extended further caudally. This proved a small window extraforaminally where a very large l4-l5 disk could be identified and was excised piecemeal with rongeurs. Rotating & box curets were used to remove all disk material from the left side. Attempts at placing a 9mm t-lift bone plug were not successful due to the small access to the disk space because of the conjoined nerve root & the unusual anatomy. Attention directed back to the left side where disk excision was carried out in a more standard fashion from a transforaminal root after extensive facetectomy had been accomplished. Removal of disk material from the left side was accomplished, when the entire disk was removed the t-lift bone plug was placed in from the left side instead of the planned location on the right side because of the unusual nerve root anatomy. Prior to placement of the 9mm t-lift bone plug a portion of bmp was placed anterior followed by autograft bone & then the autograft 9mm t-lift banana bone plug. 6.25x45mm pedicle screws were placed in l4 & l5 bilaterally. Placement was verified by fluoroscopy. Precut, prebent rods were fitted to the top loading screws after the yolk caps and been plac ed on each screw head. Rods tightened down on l5 screws & following this a slight compression placed on the l4-l5 disk space & the l4 bolts tightened down securely. Antibiotic pulse irrigation was used to cleanse wound. Complete hemostasis obtained & a lateral fusion mass at l4-l5 was placed consisting of bmp, a large amount of autograft morselized bone cleaned of all soft tissue as well as a layer of vitoss. Duragen was placed over the exposed dura & surgifoam was placed in the gutters bilaterally to prevent epidural bleeding. Closure was accomplished, patient moved to recovery with good strength in both lower extremities. Complications: none"

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.